Manufacturer narrative:
The product was not requested to return for laboratory investigation as the failure is already known to the manufacturer and has been thoroughly investigated under (B)(4). In the course of the investigation of (B)(4) it was found that the implausible pressure sensor readings and / or alerts displayed by the cardiohelp-I were caused by priming solution (saline solution) on the pins of the pressure sensor of the heimdall flexboard. During priming it is unlikely but possible that priming solution (saline solution) enters the hls module and gets in contact with the contact pins of the pressure sensors of the heimdall flexboard. As the cardiohelp-I supplys electrical energy to the heimdall flexboard this can result in electrolysis at the pressure sensors. The electrolytic current then falsifies the signals of the pressure sensor. Most probable situation when saline solution can reach the heimdall flexboard is the de-airing process during the priming of the oxygenator. In order to prevent reoccurrence of the reported issue the coating of the pins of the pressure sensor of the heimdall flexboard will be replaced with a coating that is resistant against saline solution. Electrolysis will then not occur in case of the unlikely event of saline solution entry into the hls module. It is the plan to verify and validate the new coating and to implement the new coating into production until march 2018.

Event description:
According to the customer: the hls set was primed in the normal manner. After initiation, the venous pressure of show extreme negative pressure. The flow remains stable, no fluctuations seen, no tugging of lines seen. Troubleshooting done (re-zero) but venous pressure still remains extremely negative. (B)(4).